Manufacturer narrative:
The reported event could be confirmed since images of CT scans were provided and shows loosening of the tibial and talar components. Upon further investigation of the CT scans by healthcare professionals the following was observed: ¿there is a radiolucence visible and surrounding cavities in the bone of the talus and the tibia. The pe cannot be assessed with the CT directly, however, there is no clear evidence that it is loosened or has migrated. There is no separation of the pe from the tibial component visible, however, the tibial component is loosened, and the pe is firmly attached to it, therefore it is loosened with the component.¿ based on investigation, the root cause was attributed to a patient related issue. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery due to loosening of both tibial and talar components.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery due to loosening of both tibial and talar components.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report. H3 other text : device remains implanted in patient.